Event description:
The facility reported a pump that would not turn on. This problem occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the reported condition of the pump would not turn on was confirmed as caused by depleted main batteries during product evaluation. Inspection of the device found failure code 570 in the pump's event history file which was also caused by the depleted main batteries. The pump's main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.